Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported dislocation and revision are related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the patient¿s underlying condition; however, that could not be confirmed.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 42mm glenosphere, +0 humeral tray, glenosphere screw, reverse shoulder locking screw.

Event description:
As reported, a (B)(6) male with a right reverse total shoulder implanted on a unknown date, had become dislocated. During the revision procedure, the surgeon made the decision to upsize the glenosphere to a 46mm, use a +10mm humeral tray on the platform stem and also used a constrained liner to keep the glenosphere from dislocating again. The implants were disposed of and unable to retrieve after the case. Patient was last known to be in stable condition following the event.